Event description:
Plaintiff reports bilateral implantation 5/22/84 with explant 9/2/88. Plaintiff alleges various illnesses, including but not limited to, scleroderma, rheumatoid arthritis, and chronic fatigue.